Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), seizure ("neurological conditions or problems") and neoplasm malignant ("tumor /teratoma/cancer") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's past medical history included birth defects (last pregnancy child was born with 12 fingers), multi gravida, parity 3, memory loss, anxiety, depression, asthma, myalgia and seizures. Concomitant products included alprazolam (xanax), baclofen, breo ellipta (relvar ellipta), citicoline sodium (neuroton), levetiracetam (keppra), levothyroxine, montelukast, omeprazole (prilosec), salbutamol (albuterol), sertraline (zoloft), sumatriptan succinate, topiramate (topamax), trazodone and vicodin (norco). In 2010, the patient had essure inserted. In 2010, the patient experienced seizure (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rash on thighs"), bladder disorder ("bladder or urinary problems or problems"), urinary tract disorder ("bladder or urinary problems or problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), neoplasm ("tumor / teratoma/cancer"), teratoma ("tumor/teratoma/cancer"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("other injury(ies) or complication (s) please describe: back problems") and alopecia ("other injury(ies) or complication (s) please describe: hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), visual impairment ("vision/eye problems") and eye disorder ("vision/eye problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, seizure, neoplasm malignant, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, neoplasm, teratoma, vaginal discharge, visual impairment, fatigue, weight increased, gastrointestinal disorder, back pain, alopecia and eye disorder outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pelvic pain, rash, seizure, teratoma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: most if not all symptoms decreased soon after removal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), seizure ("neurological conditions or problems") and neoplasm malignant ("tumor / teratoma / cancer") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's medical history included birth defects (last pregnancy child was born with 12 fingers), multigravida, parity 3, memory loss, anxiety, depression, asthma, myalgia and seizures. Concomitant products included alprazolam (xanax), baclofen, citicoline sodium (neuroton), fluticasone;vilanterol, hydrocodone bitartrate;paracetamol (norco), levetiracetam (keppra), levothyroxine, montelukast, omeprazole (prilosec), salbutamol (albuterol), sertraline hydrochloride (zoloft), sumatriptan succinate, topiramate (topamax) and trazodone. In (B)(6) , the patient had essure inserted. In (B)(6), the patient experienced seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions type: rash on thighs"), bladder disorder ("bladder or urinary problems or problems"), urinary tract disorder ("bladder or urinary problems or problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("other injury(ies) or complication (s) please describe: back problems") and alopecia ("other injury(ies) or complication (s) please describe: hair loss") and was found to have neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), neoplasm ("tumor / teratoma / cancer"), teratoma ("tumor / teratoma / cancer") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), visual impairment ("vision/eye problems") and eye disorder ("vision/eye problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, seizure, neoplasm malignant, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, neoplasm, teratoma, vaginal discharge, visual impairment, fatigue, weight increased, gastrointestinal disorder, back pain, alopecia and eye disorder outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pelvic pain, rash, seizure, teratoma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: most if not all symptoms decreased soon after removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.